Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). H11: upon further communication with the customer, the investigator was informed that the unit had no malfunction and mdpr# 2031642-2019-10320 was submitted in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019.

Event description:
The customer reported vent alarm indicating high temperature. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.